Manufacturer narrative:
At this time, the system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this implantable cardioverter defibrillator (ICD) recorded a non-sustained ventricular tachycardia with an abnormal morphology. Boston scientific technical services (ts) discussed the signal was likely caused by air bubbles and suggested burping the implantable cardioverter defibrillator (ICD). The ICD remains in service. No adverse patient effects were reported.